Manufacturer narrative:
The pump was not returned to mmdg and so an evaluation was not able to be completed. Because the pump has not been returned, mmdg has not been able to confirm the alleged complaint.

Event description:
The initial reporter stated that they started the patients feeding at 11:19pm and that it is supposed to be a nine hour feeding. They state the pump alarmed at 5:30am that the feeding was done, however, the bag was still full. They stated that they checked the volume and the pump volume said only 10ml was delivered. The intial reporter also stated that the patient did not experience any adverse effects and that they were able to supplement the feeding in the morning. (B)(4).